Event description:
The patient was undergoing a coil embolization procedure in the frontal trunk of the middle meningeal artery (mma) using swiftpac coils (swiftpac) and a non-penumbra microcatheter. During the procedure, after advancing the first swiftpac coil into the target vessel, the physician decided to adjust the coil. However, while pulling back on the swiftpac coil to straighten out the coil inside the microcatheter, the coil had unintentionally detached. It was reported that a portion of the swiftpac coil was in the common trunk of the mma. Therefore, the physician used a micro wire to push the detached swiftpac coil back into the frontal and parietal of the mma and the coil was successfully implanted. The procedure was completed using a non-penumbra coil and the same microcatheter. There was no report of an adverse effect to the patient.

Manufacturer narrative:
Evaluation of the returned swiftpac coil confirmed that the embolization coil was detached. Evaluation revealed that the pet lock was intact on the proximal end of the pusher assembly, and the pull wire was inside the distal tip of the pusher assembly. If the swiftpac coil is manipulated against resistance during use, the pusher assembly may elongate beyond the reach of the pull wire, resulting in the embolization coil detaching from the pusher assembly. Based on the reported complaint, the root cause of resistance could not be determined. It was reported that the embolization coil was successfully implanted. Penumbra coils are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. H3 other text : placeholder.